Event description:
It was reported that an unspecified quantity of novum iq large volume pumps alarmed downstream occlusions. The downstream occlusions occur while using lower y-sites or stopcock/manifolds to administer IV push medications. Attempts were made to adjust the pressure settings however this did not resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) of the devices were unknown, therefore, the UDI number only will contain the device identifier (b(4). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.